Event description:
It was reported that an audible patient alert was sounding intermittently. On interrogation it was found that a lead integrity alert (lia) had triggered and a shock had been delivered on the same day the patient had hip surgery. It was determined from examining the episodes that there was likely electromagnetic interference (emi) oversensing on both the atrial and right ventricular sensing channels due to intraoperative electrical cautery. The device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. A patient alert for lead failure predictor occurred on (B)(4) 2013. Three ventricular non-sustained tachycardia episodes of less than or equal to 140 ms occurred on (B)(4) 2013. Five lead failure predictor high rate non-sustained episodes of less than or equal to 212 ms average ventricular cycle occurred on (B)(4) 2013. Concomitant products: 6947 implantable tachy lead: (B)(6) 2009. (B)(4).